Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose. The customer's blood glucose level was high above 500 mg/dl and low in the range of 40 mg/dl. The customer reported that the insulin was receiving error codes and it was hard to read the screen due to wear and tear. The customer also stated that the insulin pump had some cracks and buttons were much harder to push to respond. The battery did not last a week or more now and when battery was low the insulin pump did not function properly. The customer stated the motor was also loud during rewind. The customer declined troubleshooting. The insulin pump will not be returned for analysis. Frn-mmt, 332a-rsvr, unomed set.